Manufacturer narrative:
(B)(4). Unable to perform displacement test or occlusion test due to missing retainer. The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test and force sensor test. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked lcd window, minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case battery tube, cracked case corner of the belt clip rails near the battery compartment, missing serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the pumps was going through batteries every day and battery compartment is cracked. The customer blood glucose is unknown. The pump will return for analysis.